Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they couldn't access the mystim app to adjust therapy (and didn't know how to). Patient stated since they got the implant, they'd been feeling a shocking sensation sometimes or pain. Patient said the issue had been present almost the entire time they since they got the ins; although they noted everything was working fine the first day of implant. Patient said they met with two manufacturer representatives (rep) for instruction when they first got the implant, but they had a hard time learning how everything worked, they have not met for connectivity or reprogramming. Patient stated they preferred working with one of the reps because they spoke slower and was easier to understand; however, patient lost their contact information. The patient's child attempted to assist them the other day, but they still weren't able to access therapy settings. Agent had patient access mystim app and try to connect. Patient had to enter the communicator serial, then saw 'not found communicator.' The communicator had not been powered on, but the same message presented again after powering communicator on and trying again. Agent walked patient through resetting the communicator and they were able to connect. Agent reviewed how to adjust therapy settings and groups; patient changed to group b and adjusted stimulation. Agent reviewed general use information for external devices; communicator indicator light info, to use communicator and recharger separately, and advised to exit apps after use. Agent reviewed role of reps and redirected patient to their healthcare provider (hcp) to further address shocking/stim issue if needed, and to get rep contact information from hcp for the future.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.